Manufacturer narrative:
Investigation is pending.

Event description:
During the implantation of an acufix plate in 2007. The swivel popped out of the construct when inserting a self-drilling screw. The surgeon removed the plate and screws, reinserted the swivel back into the plate and completed the construct as intended. There was no surgical delay and no reported injury to the pt.